Manufacturer narrative:
Carelink investigation endpoint: no paired sgs with any bgs in this timeframe - unable to compute bias/ard; description: no paired sgs with any bgs in this timeframe - unable to compute bias/ard. Carelink investigation cannot be performed.; afc code: za18af; fmc code: n/a; transmitter status: data to determine transmitter warranty status unavailable. Svn number: 321274661; sherlock version number: 2.6.bb2c1df; product code: mmt-7040a; product name reference: g4s; reason for report code: z1010000; flowchart run: ha920500; carelink investigation endpoint: not outside of acceptable sensor operation. Refer to patient education.; description: glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this event is considered not confirmed. Carelink investigation endpoint: unable to establish root cause from carelink analysis; description: unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced bleeding at insertion site. Customer visited emergency room. The event involved product(s) mmt-7040a. Troubleshooting was performed and customer was advised to replace the sensor. No further patient complications were reported. Product return for mmt-7040a is not expected.